Event description:
During craniotomy neurosurgeon noted that drill bit appeared to be broken. X-rays obtained revealed no drill bit observed. There was no pt impact reported.

Manufacturer narrative:
Findings: device was not available for eval. One hundred tools were distributed from this lot, 10 to this facility. There have been no add'l reports of dissecting tool breakage for this tool lot. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or or staff."